Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Flexible reamer broke while reaming femoral canal for total hip (anato).

Manufacturer narrative:
The evaluation revealed the broken im reamer to be the primary product. An inspection and a DHR review were not possible because neither the reamer nor the lot code was provided; the root cause could not be determined. Based on the event description the reamer bixcut head most likely got jammed within the marrow channel; i.e. Due to blunt cutting edges or a wrongly chosen reamer head diameter. The material got stressed to an overload level, therefore the material finally broke. The IFU and operative technique contains that reaming shall be done carefully, in 0.5mm steps, sharp reamers shall be used only and never rotate the reamer in counter-clockwise direction. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified. Devcie was not returned.

Event description:
Flexible reamer broke while reaming femoral canal for total hip (anato).